Event description:
The patient received a precise stent in the distal common carotid artery. Post procedure, the patient suffered a non q-wave myocardial infarction. The event was graded as related to the index procedure. Patient was discharged two days later.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.